Event description:
Doctor reported event of ¿rotation or displacement of the reservoir¿ from journal article: ¿long-term results of adjustable gastric banding in a cohort of 186 super-obese pts with a bmi> 50 kg/m2¿, journal of visceral surgery doi: 10.1016/j.jviscsurg.2012.01007. This medwatch represents the 8 pts listed in table 1 of the article who were diagnosed with ¿rotation or displacement of the reservoir¿.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Displacement is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of displacement as follows: warning: ¿failure to secure the band properly may result in it subsequent displacement and necessitate re-operation.¿ caution: ¿care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments.¿